Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed slight external damage to the bottom corner of the device, which indicates impact damage as well as internal damage. The upper and lower housing, hv cap bracket and main board were replaced to remedy the problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.